Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, they were preparing to assemble the vasoview hemopro 2 when he noted a loose screw in tray. Unsure where it was supposed to attach. Device was not used on patient. Removed tray with device and supplies from sterile field. New device opened. Minimal delay. There was no patient harm.

Manufacturer narrative:
Tw # (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 06/02/2025. An investigation was conducted on 06/04/2025. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The device was returned inside an opened plastic protective carrier with a loose screw returned in a container. There were no visual defects observed on the intact harvesting device or intact cannula. The cannula was observed to be intact with all screws in the cannula handle. No other visual defects were observed. Based on the returned condition of the device and the loose screw, the reported failure "detachment of device or device component" was confirmed. An manufacturing engineering evaluation was conducted on 14 nov2025. Evaluation details: the complaint was confirmed for the reported failure of "detachment of device or device component-screw". Upon initial observation it was determined that the loose screw returned is the same screw that is used on the cannula subassembly . The evh cannula subassembly was inspected to determine if any screws were missing. None of the screws on the evh cannula subassembly were missing. The evh cannula handle subassembly was inspected to determine if any screws were missing. None of the screws on the evh cannula handle subassembly were missing. Conclusion the manufacturing engineering evaluation performed on november 14, 2025 determined the root cause of the reported failure "detachment of device or device component-screw" was due to a packaging issue where the loose screw was not identified as being present in the evh universal tray. The lot # 3000473087 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.